Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case (B)(4). Case subject: npi 8015 error 100.5010. Account name: (B)(6). Account #: (B)(6). Asset name: 8015bd pcu dom v9.33.1.2 a/b/g/n. Asset location: (B)(6). Contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description. (B)(6) / biomed need assistance on 8015 device sn (B)(4), after replacing the logic this error 100.5010 is showing up. The reason biomed need to replaced the logic board is because module device will not recognized channel ID on either side of the iui. Case resolution: I recommended to flash the 8015, device to version 9.33, unable to flashed the device, since still on warranty I recommended to send it in for repair. Biomed decided to send it in for repair. Ref: (B)(4).